Event description:
It was reported that during the beginning of a procedure the fiber was found to be broken at the generator connection. The fiber was replaced, and the procedure was completed using another fiber of the same model. There were no patient complications.

Manufacturer narrative:
The device has not been returned to bsc for evaluation; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during the beginning of a procedure the fiber was found to be broken at the generator connection. The fiber was replaced, and the procedure was completed using another fiber of the same model. There were no patient complications.